Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several models of implantable pulse generator (ipg)s, cardiac resynchronization therapy defibrillator (crt-d)s and implantable cardioverter defibrillator (ICD)s are defective and are experiencing premature battery depletion. The status of the devices is unknown. No patient complications have been reported as a result of this event.